Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received four shocks due to at/af (atrial tachycardia/atrial fibrillation) with rvr (rapid ventricular response) then possible dual tachycardia. It was noted that the first shock could have possibly accelerated the rhythm. The device remains in use. No further patient complications have been reported as a result of this event.